Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A few years ago, the patient was treated for the abdominal aortic aneurysm by implant of another manufacturer¿s stent graft. Both renal arteries were covered by the other manufacturer¿s main device and the patient has been on dialysis. It was reported that the patient was required to undergo additional endovascular treatment with an endurant 28/28/70 cuff for an unknown reason that was implanted just below the superior mesenteric artery. It was reported that the patient had paraplegia caused by additional implant of the endurant aortic extension stent graft. The causality between this event and the relevant device is unknown per the physician. No clinical sequelae were reported and the patient remains in the hospital. The physician commented that the patient was on dialysis, and both renal arteries were covered during implant of other manufacturer¿s device and there was no blood flow. Two pieces of another manufacturer¿s stent graft were implanted in the right and left legs. The procedure was completed. But the doctor informed that the patient had symptom of paraplegia. The cause of the paraplegia has not been determined. There is no intervention planned. The patient was not fully recovered and needs to do rehabilitation. The patient is currently being monitored.

Manufacturer narrative:
(B)(4).